Event description:
Procedure type: urological/gynecological. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR #s: 9615742-2011-00132 (avaulta anterior), 9615742-2011-00131 (uretex t02).